Event description:
It was reported, that the patient with this artificial urinary sphincter (aus). Had a revision, due to recurring incontinence. Cystoscopy was performed. And it was seen that the cuff was not closing. Upon removal, it was noted, that the device had a split in the tubing to the balloon leading to fluid loss. The device was removed and replaced. There were no additional patient complications reported.